Manufacturer narrative:
(B)(4). The service repair agent evaluated the customer¿s device and verified the reported issue. Physio-control advised the reporter that the device is no longer supported by physio and that, as a result, neither parts nor service is available. Physio-control recommends that the device be permanently removed from service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
A service repair agent contacted physio-control to report that a customer's device would not charge intermittently during testing. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.